Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A manual correction injection was administered to address elevated bg. Additionally, it was reported that an unexpected reset occurred. Customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
Alarm 29 was not verified: however a different issue was identified. Unexpected reset issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.